Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.0 hardware: iphone17.3 cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had visited the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 498 mg/dl while wearing the pod between 4 and 24 hours on their abdomen. The patient administered 10 units of insulin, however their blood glucose levels remained high. They replaced their pod and, when removing the original pod, found the pod¿s cannula to be bent. Symptoms reported included abdominal pain, vomiting and feeling nauseous. The patient was treated with fluids and underwent blood and urine tests. The patient left the ER 2.5 hours later the same day.

Manufacturer narrative:
The pod was received fully deployed. No bends or kinks to the exposed portion of the soft cannula were observed. No abnormalities were found in the pod data. No problem was found.